Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to dislocation.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of loosened supporting ligaments and muscles, which allowed for dislocation. However, this cannot be confirmed as the explants were not available for evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to dislocation.